Event description:
It was reported that during an aneurysm clipping, while attempting to insert a screw, it broke and a portion of the screw remains in the patient.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. "Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screw." Unable to confirm this is what occurred. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or conclusion can be drawn, a follow-up report will be sent.